Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate anti-tachycardia pacing and high voltage therapy for a supraventricular tachycardia event. Upon review of the episode, the implantable cardioverter defibrillator had initially correctly diagnosed the supraventricular tachycardia, but, due to intermittent atrial undersensing, it was later misdiagnosed as a ventricular tachycardia. The patient experienced dizziness and shortness of breath during the supraventricular tachycardia episode. Programming changes were discussed and changes were made to the patient's medications.